Manufacturer narrative:
Product analysis: the stylus was confirmed to be non-functional, and was replaced. No other issues were identified. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. The programmer was returned for service. There was no patient involvement.